Event description:
A health care professional stated that during intraocular lens implant procedure, haptic was stuck in cartridge and the lens was not able to insert. The surgery was completed by using another lens. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).